Event description:
The customer received questionable total protein urine/csf gen.3 (tpuc) results on their c501 analyzer for one patient on a urine sample. The patient's initial tpuc result was 1 mg/dl accompanied by a data flag. The sample was repeated and the result was 1 mg/dl accompanied by a data flag. 1 mg/dl was reported outside the laboratory. The sample was concentrated to perform protein electrophoresis, and it appeared to contain significant protein. On (B)(6) 2012, the sample was pulled and repeated on the original c501 analyzer. The first repeat result was 226 mg/dl accompanied by a data flag. The second repeat result was 225 mg/dl. The customer performed a dipstick test and it was 2+ without incubation. The customer stated this confirms there was significant protein in the sample. On (B)(6) 2012, the sample was repeated on another c501 analyzer. The first repeat result was 214 mg/dl accompanied by a data flag. The sample was repeated on a decreased volume and the result was 226 mg/dl. On (B)(6) 2012, the sample was repeated a third time on a manual 1:2 dilution and the result was 224 mg/dl. The sample was repeated a fourth time with a 1:3 manual dilution and the result was 222 mg/dl. The customer believed that even though the original result was reported outside the laboratory, the client did not get the result until the electrophoresis result was completed. A corrected report was issued. There were no adverse events. The tpuc reagent lot number 65671201 and the expiration date was 04/30/2013. The field service representative found a bent sample probe. He replaced the sample probe and performed a sample probe alignment. He performed a precision run for tpuc. The customer performed calibration and quality control with all results meeting specification.